Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latching sensor was found to be failed, which caused an error condition and prevented the solenoid from operating. The field service engineer (fse) replaced the failed latching sensor and verified proper solenoid operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary m-edb drawer 2 failed to open. The drawer was actuated twice used the red lever; however, it does not pop open and remained inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.